Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's ins hasn't been working for some time. The patient stated that their healthcare provider (hcp) tried to reach out to a manufacturer's representative (rep), but they were no longer working. The patient stated that the rep they used to work with moved. The patient also mentioned that they have cancer. The patient abruptly ended the call when they were not given the field staff contact info. No further complications were reported or anticipated. No symptoms were reported.